Event description:
Access tip damaged. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: nein. Issue resolved: ja. How issue resolved / additional information: replacement. Photo / sample available: nein. Safety valve broken / damaged / disconnected: no. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: no. Successful drainage: ja. Impact to patient: no indication for that / not applicable. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: see the list. Connected device (pleurx/peritx/brand) see the list. Procedure performed by: end user / lay person. Additional information: the palettes are loaded / stored in the same way as bd delivers them. No pallets are stacked. We do not know how the bottles are stored at the patient. (B)(6): (B)(6)2024: 1st follow-up comments (rec) could you please provide a further description of the issue? - no vacuum. Was it the access tip was cracked? - not known. Was the issue identified before use and the product discarded or did, they identify during use? - detected during use. Where is the catheter located? Abdomen or chest - not known. What was the impact to the patient? - had to use a replacement. Was there leakage noticed to the access tip and the patient valve - not known. Could you please provide lot number for the unknown lot (mat# 50-7500b) - not known

Manufacturer narrative:
(B)(4) initial emdr submission. Device problem code: a0401. Patient problem code: f26. H10: d4 (expiration date: 07/2026) no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001550321 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.